Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: ap3a.240905.015.a2.s918usqu6dyd9. Smartphone hardware: sm-s918u. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level (bg) dropped to 65 mg/dl while wearing the pod between 24 and 36 hours on their arm. The customer reported that her bgs were not matching her finger prick test. The app displayed 147 mg/dl, but a finger prick test showed that they were at 65 mg/dl. The patient then allegedly lost consciousness and had to be assisted by a family member. She treated herself by eating crackers, candy, and drinking juice. She did not have to seek medical attention. The incident has been communicated to dexcom.